Event description:
It was reported that the patient presented to the hospital pacing at the maximum sensor rate of 120 pulses per minute. Resetting the baseline was unsuccessfully attempted. Rate response was turned off and the pulse generator was programmed to vvi. The patient would be monitored.

Manufacturer narrative:
Na